Event description:
New information was received that this ICD was returned to boston scientific. Upon completion of analysis this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The initial allegation of high out of range impedances was not confirmed through analysis.

Event description:
Boston scientific received information that a red alert was detected due to this implantable cardioverter defibrillator exhibiting a high out of range pacing impedance measurement. Subsequently, additional information was received that a revision procedure was performed. There was no anomalies observed. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.